Event description:
The customer reported that erroneously low sodium (na) results were generated on their unicel dxc 800 pro synchron chemistry analyzer. The customer did not specify the number of patient samples impacted by this event. Patient sample data was not provided by the customer. The customer reported that erroneous results were reported outside of the laboratory. There was no report of impact to patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. (Bec) has opened a CAPA to further investigate this and other similar reported events. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.